Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One used pak was received. It was visually inspected and confirmed that the gray luer was broken. Visual inspection also observed stressing exhibited by whitening of the material at the connector. Lab experience has duplicated the damage on the connector from where the connector was broken and found that the damage can be caused by handling. The root cause of the customer's complaint is related to a stress induced force consistent with an external force applied by a user when connecting the luer. After an investigation of this complaint, it has determined that no further actions will be pursued at this time as the most likely root cause was determined to be related to user error. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the insertion part of an irrigation line was broken when changing from ultrasound (us) to irrigation/aspiration (ia) handpiece during cataract surgery. The surgery was completed after replacing the product with new one. There was no patient harm.